Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips returned loose (not inside original vial) - unable to test. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The test strip lot manufacturer's expiration date is 02/18/2019 and open vial date is (B)(6) 2016. The product is stored according to specification. Reviewed meter memory (date and time not set correctly): (B)(6). Customer states that for about 3 days now he has been getting lo blood results. Customer states that his glucose had drop to 23mg/dl last week and he was rush to the hospital. Customer states that he was feeling the effects of the low blood sugar at that time. Customer states that his normal glucose range 46-60mg/dl fasting and not fasting 125mg/dl. Customer states that he does not anymore of the strips that were giving the lo blood results. Customer is taking humalog and test 3 times a day. Customer was able to open a new vial of strips and run a back to back blood test non-fasting and customer got lo/lo.